Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(6) was damaged. The following information was provided by the initial reporter: due to esophageal cancer, the nurse used a disposable sterile syringe for injecting drugs on (B)(6), 2020. During the dispensing process, it was found that the edge of the 20ml empty needle syringe barrel was damaged. The new syringe was immediately replaced, which did not affect the patient. The patient's treatment went smoothly on the day.

Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 1812106 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were observed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china was damaged. The following information was provided by the initial reporter: due to esophageal cancer, the nurse used a disposable sterile syringe for injecting drugs on (B)(6) 2020. During the dispensing process, it was found that the edge of the 20ml empty needle syringe barrel was damaged. The new syringe was immediately replaced, which did not affect the patient. The patient's treatment went smoothly on the day.